Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported when the pump is used, it stops.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and repaired at the service center. The complaint was not confirmed. It was indicated that the pressure adjuster needs to be replaced, therefore the component was replaced. However, this repair was included in the service request as routine maintenance and the pressure adjuster was not worn but was due for replacement. A review into the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this serialized device with the product code that was released to distribution. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Additional information received from affiliate on 18september2018: it was reported that the issue was discovered on (B)(6) 2018 during a procedure. The procedure was delayed for five (5) minutes. Alternatives were readily available and used to successfully complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).